Event description:
It was reported that three weeks after the pump was implanted in the patient, it stopped flowing. The pump was explanted and a replacement was implanted. There were no patient complications.